Event description:
A bipap pro biflex device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician also noted error codes present, observed a burnt power connector, and no visible foam particles. The device was repaired by the service center after the evaluation was completed. A final report is being submitted. If new information becomes available that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.